Event description:
It was reported that the device did not have any voice prompts. A lack of voice prompts would prevent use of the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): after several follow-up attempts with the customer, physio-control was unable to confirm if this particular device was removed from service.the device has not been returned to physio-control for evaluation and the cause of the reported failure cannot be determined.